Event description:
Report received from USA stating that the device did not function. It is known that the event did not occur during surgery. It is known that there was no user or patient injury reported. No additional information was available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).